Event description:
The sys 6 sagittal saw was sent for svc and during failure analysis it was noted that the handpiece ran while in safety mode. There was no pt involvement and no adverse consequences associated with the device.

Manufacturer narrative:
It was noted during failure analysis that the trigger assembly was cracked.